Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 3 july 2020: lot 174392: (B)(4) items manufactured and released on 28-nov-2017. Expiration date: 2022-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: revision surgery performed 1 year and 3 months after primary cementless total hip arthroplasty. No information concerning patient age, weight and general health status is available. In the radiographic images provided, the stem looks subsided probably due slightly undersizing. The reason of this choice cannot be assessed on the basis of a single anteroposterior radiographic projection. The reason of this failure cannot be determined.

Event description:
1 year and 3 months after the primary surgery the surgeon had planned to remove the femoral stem that had subsided due to what he suspected was undersizing of the implant. After 2 hours of trying to remove the stem he was unable to remove the well fixed stem so it was left in situ and subsequently he changed the femoral head from a 36mm +0 to a 36mm +7. The surgeon confirmed that the stem was subsided but is not sure if the reason is undersized stem.